Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Programmed multiple boluses and monitored; unit uploaded properly using carelink pro. All bolus deliveries were shown properly in carelink and in the daily history screen. No carelink anomalies noted during testing. Pump trace download analysis confirmed a pump error 63 (variable 3) due to moisture damage on keypad traces. Unit received with scratched casing, minor scratches on lcd window, creased display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, stained serial number label, peeling end cap address label, moisture damage on motor home switch, moisture damage on all electronic assemblies and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. The insulin pump was returned for analysis.